Manufacturer narrative:
Additional information: h3 the as-received simulated treatment was performed and completed without any failures or problems. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. They cycler underwent and passed a system air leak test, valve actuation test, and check functionality of the patient sensors. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an overfill. A review of the patient¿s treatment records identified that the patient drained 4185 ml during drain 1 of the treatment and 3741 ml during drain 2. These drain volumes are 209% and 187% (respectively) of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated they did not complete treatment until the next day. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.